Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when clipping cystic duct is evidence breakdown structure due to clip. Surgeon tells me she has 2 times the first to lose the hook and the second to set the hook in the first step to clamp down, sliding hook black fin is causing holes to tissue.

Manufacturer narrative:
(B)(4).